Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was alleged that the pump's battery life was shorter than expected. Reportedly, there was no damage to the battery compartment or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/19/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed cs 177 (low battery warnings) however there was no evidence of a short battery life observed. The pumps current draws were within specifications. The battery compartment was intact and there was no damage or cracked observed. There was no evidence of moisture found inside the battery compartment. The short battery life issue was unable to be duplicated during the investigation.